Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, air leak was observed shortly after intubation. The customer indicated that re cannulation of a replacement tube was required.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was not confirmed. Inflation/deflation test was performed, no leaks were found. Visual inspection performed found no issue on the sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. Correction: (UDI), (first and last name, email), (phone #). If information is provided in the future, a supplemental report will be issued.